Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08825. It was reported that the burr became stuck on the rotawire. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. A 1.25mm rotalink¿ plus and a rotawire¿ were selected for use. During procedure, it was noted that the burr became stuck on the rotawire and was unable to rotate. Both devices were then removed from the patient's body and completed the procedure with another of the same burr and rotawire. There were no patient complications reported.